Event description:
It was reported to boston scientific that the during a ureteroscopy procedure (procedure date unknown) small bits of coating came off the sensor urological guidewire inside the patient. The physician indicated that the pieces were very tiny and did not have any concerns. He felt the patient would void them out. The case was completed with no other issues. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The device has been disposed. An evaluation has not been performed; therefore, a failure analysis is not available. Product disposed unavailable for analysis.